Event description:
The customer reported knife is dull and pt requiring an add'l suture for incision closure. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).